Event description:
It was reported that a 2.0 mm screwdriver blade, was found to have the tip broken off. This was discovered during sterile processing. There was no patient involvement. No additional information is available at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Unknown when device broke. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product developement evaluation was performed. The investigation of the complaint articles indicates that: the 313.843 2.0mm screwdriver blade is an instrument routinely used in the rotation correction plates system (technique guide j8690-a). The device was returned and reported to have a broken tip. This condition is confirmed; the proximal tip of the device which engages with the handle has broken off the rest of the device and was not returned. It is likely that rough handling during removal of the shaft from the handle has led to this complaint condition. The device was manufactured in 11/2008 and is over six years old. The balance of the returned device is worn condition with signs of wear and discoloration along the proximal portion of the device. Drawing number 313_842 rev. G was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - DHR (B)(4), lot 5850937 released 11/20/08. Universal punch corp. Manufactured the 2.0mm screwdriver blade/self retaining/stardrive, p/n (B)(4), and lot number 5850937. The supplier¿s certificate of compliance indicates the parts met all required specifications. The lot was inspected and conformed to synthes incoming/final inspection. No ncrs were generated for this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.